Manufacturer narrative:
Date sent to the FDA: 12/22/2008. Conclusion: user error caused this event. The attending physician lost both visual and tactile control of the device during use resulting in the lost needle. The product upon which this medwatch is based is anticipated. One the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that the needle pulled off the suture and subsequently fell into tissue during an episiotomy repair following vaginal delivery. The attending physician was not able to retrieve the needle at the time of the event. The patient was transferred to surgery for explant of the retained needle. It is not known how the needle became dislodged from the grasp of a needleholder and subsequently lost within tissue.